Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set was unable to be disconnected from a transfer set. The patient was connected at the time of the event. The patient line had to be cut to disconnect. This occurred after completing peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.